Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 097003 with the following internal whole blood control samples:(B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 097003 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 097003 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labled claims.

Event description:
Conflicting results were reported on two fingerstick whole blood samples from a female patient tested with the alere determine hiv 1/2 ag/ab combo. The first test was (B)(6) (unsure if ag or ab) while the second test was (B)(6). No confirmation testing was performed. The conflicting test results suggests a malfunction may have occurred with one of the devices. The exact date of the incident was not reported.